Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The facility nurse reported a venous pressure high alarm occurred at the end of a routine hemodialysis treatment. The operator inadvertently connected the venous line to the saline bag. The saline bag filled with blood, resulting in an estimated blood loss of 190cc for the patient. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator made incorrect connections for rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Technical support reviewed the correct connections with the facility nurse. Nxstage medical considers this report closed. No additional information will be provided.